Manufacturer narrative:
Conclusion: according to the information received, the rondo 2 audio processor was blinking red also while operating. Device investigation revealed a leaking battery. The electrolyte oxidized several parts. The damage to the coil and the rechargeable battery inside was most likely caused by strong mechanical stress. There have been no reports of patient injury from contact with leaking electrolyte. A contribution of the leakage to the reported red blinking can neither be confirmed nor excluded. This is a combined initial and final report.

Event description:
Information was received that a user is experiencing issues with a rondo 2 device, specifically a blinking red led. The user is bilaterally implanted, however the issue of red blinking is only observed on the right site. Reportedly, the blinking is seen when the device is worn as well as when it is not worn. Although the light is blinking the user can hear with the device. The device is in use since (B)(6) 2023. It is not known when the blinking started.